Event description:
During spinal tap, given pre-delivery, the needle broke into, approx. 1" from the end. The pt delivered without incident, and was taken to x-ray for surgery to remove. Needle was removed successfully, and pt okay. Note: the original report was made verbally on 1/4/97 to becton dickinson. The remaining needles of this brand and catalog number were removed from stock and returned to the MFR.